Event description:
It was reported there was a power on reset (por) condition. The message occurred following an overdischarge; it was noted this was the patient's first overdischarge. The device had not been charged for about 1-2 months. A physician mode recharge (pmr) was performed and after the patient started recharging normally a por message appeared on the recharger. Additional information received the next day reported the patient was unable to recharge her battery. The patient was able to 'get bars' for a while then they slowly disappeared. The patient then got a message the battery was charged when it was not or she received a message to 'contact the tech.' Additional information received the following day reported the manufacturer representative was going to follow-up with the patient to get more information as to why her battery was not charging. It was noted the device seemed to charge fine when the representative sat with her after the pmr. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).